Event description:
Related manufacturer reference numbers: 2017865-2024-42409. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. Chest x-ray was performed and revealed position change in both ICD and the right ventricular (rv) lead. Programming changes were made. Patient condition was stable.